Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested using automate testing equipment, and no anomalies were found.